Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: aspirator arm is clogged and the sit flush is not being aspirated completely the fluid that leaked was a combination of sheath fluid and residual sample. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid un.

Manufacturer narrative:
Investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of a clog in the aspirator arm with a leakage of biohazard outside of the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25mar2020 to 25mar2021. Complaint trend: there are 3 complaints related to the issue of a clog in the aspirator arm with a leakage of biohazard outside of the instrument; date range from 25mar2020 to 25mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial #(B)(6), file # 338960-v96100546-v96100552-900135792, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a clog in the aspirator arm. This event has been split into 3 prs to address the initial issue of leaking and the 2 additional issue found during the repair. (B)(4) addresses the leakage, (B)(4) addresses the sample not being pressurized, and (B)(4) addresses ejecting tubes. The customer initially reported that the aspirator arm was clogged and the sit flush was not aspirating correctly. The fse (field service engineer) confirmed the clog and cleared the aspirator arm. After repairing the additional issues found during the visit, the instrument was tested and working as intended. No parts were requested for evaluation as there were no replaced parts during the resolution of the issue of the aspirator arm leak. Clogs in the system can contribute to various risks including contamination of samples, erroneous results, flow rate issues, and leaks within and outside of the instrument. Patient samples were used in this incident but the results were captured prior to any diagnosis decision and did not affect the patient. While the leaked fluid was waste without bleach which may pose a risk of contamination, the customer did not come in contact with the leak and was not harmed. Additionally, there was no spray of fluid during this incident and thus the leakage did not significantly increase the risk of exposure. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00 rev. 1/vers. A, page 149. The safety risk is moderate, s3, and there was no impact to customer health or safety. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01850375, case # 01303061 install date: 15jan2008 defective part number: 336504 - two way pinch valve assembly nc. 64003107 - assembly flowcell facs canto ii service. Work order notes: subject / reported: aspirator arm is clogged. Problem description: aspirator arm is clogged and the sit flush is not being aspirated completely. Work performed: 1)found: aspirator arm clogged - cleared aspirator arm 2) found sample not pressurizing due to v8 releasing pressure when tube is loaded replaced 336504 - two way pinch valve assembly nc 3) tube eject intermittently releasing ejecting tubes - replaced 64003107 - assembly flowcell facs canto ii cause: 1) clogg 2)336504 - two way pinch valve assembly nc 3)64003107 - assembly solution: instrument operating with in bd specifications. Returned sample evaluation: a return sample was not requested for the complaint regarding the clogged aspirator as there were no replaced parts in that incident. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ and has an rpn of ¿90¿ based on the previous scale rating. This rating is equivalent to ¿s3¿ in sop6078-02 rev. 12/vers. J, whereby there is potential for minor non-permanent injury should there be contact with the leaked material, though the issue was easily and quickly identified. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified?: yes? No? Item: 7 1/8" - 1/16" fluidics coupling. Function: 7.1 connect 1/8" ID trap tubing to 1/16" pinch valve tubing. Potential failure mode: 7.1.1 clogs with salt crystals. Potential effect(s) of failure: 7.1.1.1 biohazard exposure. Potential cause(s)/mechanism(s) of failure: 7.1.1.1.1 waste trap overflows, leaks through bypass. (Biohazard) current controls: automatic shutdown of fluidics, with di rinse. Recommended actions: 1. Eliminate reducer. 2. Incorporate level sensor in waste buffer tank. 3. Increase di cycle rinse time. Severity: 9. Occurrence:2. Detection: 5. Rpn: 90. Item: 27 aspirator pump. Function: 27.1 removes waste fluid from cytometer. Potential failure mode: 27.1.1 pump failure. Potential effect(s) of failure: 27.1.1.1 does not remove waste liquid from cytometer. Potential cause(s)/mechanism(s) of failure: 27.1.1.1.1 accumulation of blood debris and saline crystals on valve plates inside of pump 336096. Accumulation prevents proper seal of valves, diminishing pump efficiency. (Capacity) current controls: 1. Fb21 low vac level monitoring - level same as in canto a. 2. Level sensor in buffer tank triggers emergency fluidics shutdown in approx. 4-1/2 minutes. 3. Universal safety precautions apply when dealing with biological samples. (User's guide) recommended actions: 1. Replace pump with self cleaning flapper style valves. 2. Close off v20 during sit flush to increase suction at sit. 3. Increased fluid capacity of sit channel to hold more than the liquid volume of a single sit flush. Severity: 5. Occurrence: 1. Detection: 1. Rpn: 5. Mitigation(s) sufficient: yes? No? Root cause: based on the investigation results the root cause of the leakage was due to a clogged aspirator arm. Conclusion: based on the investigation results the root cause of the leakage was due to a clogged aspirator arm. The fse confirmed the issue and cleared the clog from the aspirator arm. They then performed the repairs on the additional issues found and the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: aspirator arm is clogged and the sit flush is not being aspirated completely the fluid that leaked was a combination of sheath fluid and residual sample. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) sit flush. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.